Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed out the cartridge and infusion set and there was no impact to the customer's blood glucose level. Reportedly, the cartridge had been in use for four days.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.